Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with bilateral blurred vision three month post lasik procedure. The patient indicated having trouble focusing on a softball. The previously prescribed topical steroid eye drop dosage was increased. The patient is not due for additional follow up for six months. Upon follow up information received the patient reported halos that were improving but being unable to see herself in the mirror or to play sports. The reporter indicated there was slight stromal haze but no out of the ordinary dryness was seen. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the facility stating the patient is still experiencing blur. The patient can't see hoops or themselves in the mirror. The doctor has tried liftitegrast ophthalmic solution and sodium chloride hypertonicity ophthalmic ointment to control the dryness. Haze is persistent.